Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, struts of the filter perforate the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, struts of the filter perforate the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Computed tomography (CT) scans done approximately eighteen years and two months after the index procedure were re-evaluated nineteen years after the index procedure. The radiology report states that the superior end of the trapease filter is at the mid l3 vertebral body. The filter is tilted anteriorly and laterally at the superior end and it contacts the inferior vena cava (ivc) wall. The filter is tilted posteriorly at the inferior end and it contacts the ivc wall. All of the filter struts perforate the ivc. One (1) anterior strut perforates the ivc wall 5mm and resides within the soft tissues. One (1) anterior strut perforates the ivc wall 4mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 10mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 8mm and contacts the l4 vertebral body. One (1) posterior strut perforates the ivc wall 9mm and contact the l3-l4 disc. One (1) lateral strut perforates the ivc wall 4mm and resides within the soft tissues. No hemorrhage was seen. No thrombus was seen within the ivc. There is a fractured posterior strut. These scans were also compared to scans that were conducted approximately seventeen years after the index procedure. These reformatted images revealed that the superior end of the trapease filter was at the mid l3 vertebral body. The ivc filter was tilted anteriorly and laterally at the superior end and it contacted the ivc wall. The ivc filter was tilted posteriorly at the inferior end and it contacted the ivc wall. All of the filter struts perforate the ivc. One (1) anterior strut perforated the ivc wall 5mm and resides within the soft tissues. One (1) medial strut perforated the ivc wall 10mm and contacts the aorta. Two (2) posterior struts perforate the ivc wall both 7mm and contact the l4 vertebral body. One (1) lateral strut perforated the ivc wall 4mm and resides within the soft tissues. No hemorrhage was seen. No thrombus was seen within the ivc. No fracture fragments were identified.   Information received per an amended patient profile form (ppf) states that in addition to the previously reported events, the patient also experienced filter fracture (posterior fractured strut) and organ perforation.

Manufacturer narrative:
After further review of additional information received. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and ivc and organ perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, struts of the filter perforate the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the events fifteen years and eleven months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, tilt. The patient also reports back, hip and leg pain as well as a limp gait. The following additional information received per the medical records state that the patient has a history of lower extremity dvt and right hip dislocation. During the implant procedure, the left femoral vein was accessed using a 20 gauge needle. A filter dilator and introducer were then advanced over the wire into the inferior vena cava. The wire and dilator were removed. The trapease filter was then advanced into the sheath and deployed at the level of the third lumbar vertebra. The patient tolerated the procedure well. A CT scan of the patient¿s abdomen and pelvis confirmed that the filter is tilted anteriorly at the superior end and posteriorly at the inferior end. The superior and inferior ends contact the ivc wall. All of the struts of the filter perforate the ivc. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, struts of the filter perforate the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the events fifteen years and eleven months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, tilt. The patient also reports back, hip and leg pain as well as a limp gait. The following additional information received per the medical records state that the patient has a history of lower extremity dvt and right hip dislocation. During the implant procedure, the left femoral vein was accessed using a 20 gauge needle. A filter dilator and introducer were then advanced over the wire into the inferior vena cava. The wire and dilator were removed. The trapease filter was then advanced into the sheath and deployed at the level of the third lumbar vertebra. The patient tolerated the procedure well. A CT scan of the patient¿s abdomen and pelvis confirmed that the filter is tilted anteriorly at the superior end and posteriorly at the inferior end. The superior and inferior ends contact the ivc wall. All of the struts of the filter perforate the ivc. Information is pending and will be provided in a follow up report when received.